Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 not sensing closed. A field service engineer replaced the magnet and reinstalled drawer to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. The customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.